Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter would revert to the memory mode upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Fifteen days prior, the patient noted the reported meter would display the memory mode upon inserting the test strip; she was unable to obtain a blood glucose reading. After the use of the meter, the patient experienced the symptom of sweating. The patient took no actions, and did not seek medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient reportedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.